Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: there was a leak at the flowmeter level after a crack on the adaptor during installation of the bottle. Another adaptor was used successfully. No pt injury reported.